Event description:
During a code, the second time the pt was shocked, the user did not reset the defibrillator to the synch mode. Immediately after the second shock was administered, the pt went into v-fib. Resuscitation was successful and the pt was transferred to intensive care on a vent.